Event description:
The customer reported via phone call that they experienced keypad issues on the insulin pump. The customer explained that they received a low reservoir alert and, after inserting a new reservoir, the insulin pump completely froze. The customer stated the act button was not responding. The customer's blood glucose was 223 mg/dl. While troubleshooting, the customer did not recall any significant events leading to the keypad issues and stated that their insulin pump was exposed to moisture. The customer also received the battery out limit alarm prior to the frozen display. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no act button response due to flattened button dome switch. No frozen display noted. Unable to verify for low reservoir alarm and battery out of limit alarm due to no act button response. The insulin pump has minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.